Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced tubing detachment from syringe during the night event on (B)(6) 2026. Due to detachment, most of the syringe contents leaked, leaving the patient without medication for several hours, during which they were found "frozen." No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.